Event description:
It was reported by the facility that, "the neonate was intubated on (B)(6) 2026 with a 3.0-cuffed tube (medline brand). Could not be extubated in nicu on (B)(6) 2026 due to the fact that the ett got stuck in the larynx. Multiple attempts made by rt and providers. The cuff was deflated and the tape removed but ett seemed stuck. Determined airway was too swollen to extubate and ett had to be retaped and this ett is to remain in place until airway swelling subsides. Patient started on decadron. Ent consulted. This neonate underwent an ent airway evaluation and extubation in the or after removal of ett on (B)(6) 2026. It was found that the cuff of this ett was excessively large and rigid, which contributed to the problem. In addition, after full deflation, this cuff has large, hard, protruding edges that resemble the mercedes-benz logo in cross-section".

Manufacturer narrative:
It was reported by the facility that, "the neonate was intubated on (B)(6) 2026 with a 3.0-cuffed tube (medline brand). Could not be extubated in nicu on (B)(6) 2026 due to the fact that the ett got stuck in the larynx. Multiple attempts made by rt and providers. The cuff was deflated and the tape removed but ett seemed stuck. Determined airway was too swollen to extubate and ett had to be retaped and this ett is to remain in place until airway swelling subsides. Patient started on decadron. Ent consulted. This neonate underwent an ent airway evaluation and extubation in the or after removal of ett on (B)(6) 2026. It was found that the cuff of this ett was excessively large and rigid, which contributed to the problem. In addition, after full deflation, this cuff has large, hard, protruding edges that resemble the mercedes-benz logo in cross-section". The facility stated, "patient had to return to or to get extubated under anesthesia and undergo bronchoscopy and laryngoscopy to evaluate cause of swelling and inability to remove tube on unit. After surgery, pt reintubated and transferred back to intensive care". It was reported that, "pt still hospitalized in nicu but on room air since on (B)(6) 2026, overall improving. Increasing her feeding and allowing recovery from vp shunt placement". No additional details are available related to the customer reported issue. It has been determined that the reported event caused or contributed to a death or serious injury. Based on the information reviewed, this is a reportable event as defined under 21 cfr 803.3.